Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; (B)(4). This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: review of the black box and alarm history showed no activity outside of normal use. The pump powered on to a hard ¿cs006¿ alarm. Investigation was unable to verify all investigational steps due to the alarm. The reported ¿cs006¿ complaint was duplicated. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Investigation concluded a eeprom failure occurred. Unrelated to the original complaint, the bolus button cover and the slug contact were detached and missing.